Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the information received on this event, it does not appear this event was due to any problem with device performance. As such, a formal device investigation was not performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this mechanical valve, the outflow tract became distorted due to a technical error, resulting in valve entrapment. This valve was explanted and another valve was implanted in its place. Prior to the implant of this valve, this valve was inspected with no abnormalities found. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received loose, in the original product packaging. The valve appeared to have been cleaned prior to the receipt at medtronic¿s quality laboratory. Both leaflets were in the closed position. Both leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms appeared intact. The inflow and outflow orifices appeared intact with no evidence of damage. Conclusion: the device was returned for analysis. The valve was built to specification and met all inspection and acceptance criteria. The valve was visually inspected with no anomalies noted. The serial number was verified to be correct. Using a blue actuator to test leaflet movement, the valve leaflets were fully mobile. Based on the analysis, the device was acceptable. Based on the received information, the outflow tract became distorted due to a technical error, resulting in valve entrapment. There were no alleged deficiencies related to product quality/performance or manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.